Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported an error in communication between the monitor and interface module. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.